Event description:
It was reported that the customer had an off no power alarm. Customer used a brand new energizer aaa battery. Customer's blood glucose was 148 mg/dl. Customer has no low battery alert in the alarm history. Pump was not bumped or dropped. Customer will be sent a replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.